Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text: (B)(6) 2018; erp_rfc_user related svn: (B)(4); complaints text: (B)(6) 2018; erp_rfc_user related: (B)(4); complaints text (B)(6) 2018; evansm6 initial notes: customer stated he received a sensor updating alarm; (B)(6); inquired what led up to the complaint. Customer response: customer is calling to report low blood glucose event sensor updating (guardian sensor 3) t/s per (B)(4). Explained alarm and possible causes. Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6) - abdomen right. Activity at the time of the alert was: walking. Sensor age (time left). Found: unknown. Serter material: mmt-7512na. Sensor material and expiration date is: unknown. Lot # is: unknown. Item - 'explain sensor can require more time to stabilize' reason not completed - customer had been wearing sensor for two. Adv isig <6na may be caused by an incorrectly inserted sensor or a sensor damaged during insertion. Adv isig >200na may be caused by moisture entering the sensor connection or an incorrectly inserted sensor. Adv large shifts of the isigs can be caused by moisture, a sensor damaged during insertion, or sensor pull out. Explain system diagnostics may have detected sensor is not properly responding to glucose and stopped displaying glucose readings. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: yes. Offered to review sensor best practices (site selection, taping, calibration protocol). Customer declined to review. Explained sensor updating status or alert may persist for up to 3 hours but most resolve in a shorter period. Adv that within, or at, 3 hours the system will either display sg values, ask for a calibration, or alarm with change sensor. Customer has been experiencing behavior for less than 3 hours. Item - 'instruct customer to monitor the pump as system may recover and to call back if further assistance is needed' reason not completed - customer received change . Item - 'advise customer they can decide to replace sensor if issue recurs' reason not completed - advised to replace. Customer's outcome pertaining to the complaint: sending replacement sensor 1 mmt-7020b 1 can-sm-le ship: 1 mmt-7020b 1 can-sm-le / return: 1 mmt-7020b reason for return: analysis: complaints text (B)(6) 2018; evansm6 initial notes: customer states he received two cal not accepted 41bg second cal not accepted 45bg 150lb inquired what led up to the complaint. Customer response: customer is calling to report two cal not accepted which lead to change sensor calibration not accepted (guardian sensor 3) t/s per (B)(4). Explained alarm and possible causes. Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6) - abdomen right. Activity at the time of the alert was: walking. Sensor age (time left). Found: unknown. Serter material: mmt-7512na. Sensor material and expiration date is: unknown. Lot # is: unknown. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: no customer states he was sweating. Customer received a change sensor alert after a calibration not accepted. Adv if waiting at least 15 minutes before attempting calibration is not successful to wait one hour from when bg value that resulted in calibration not accepted was entered before entering a new bg for calibration. Offered to review sensor best practices (site selection, taping, calibration protocol). Customer declined to review. Adv to return the sensor. Customer's outcome pertaining to the complaint: sending replacement sensor ship: nothing / return: nothing. Complaints text (B)(6) go to record for full text.